Event description:
The initial reporter received a questionable dig digoxin result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The reporter stated that found a clot in the patient sample upon recheck but they did not receive any clot error alarms, prompting the rerun of the patient sample. The initial result was 0 but was converted and auto-verified to <0.6 ng/ml with a data flag. The repeat result was 1.59 ng/ml. This result was reported as 1.6 ng/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 700903. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the issue was resolved when they recentrifuged and reran the patient sample. The investigation reviewed the last calibration performed on (B)(6) 2024. The initial calibration had an alarm which was resolved by recalibration. The investigation reviewed the qc recovery. The qc recovery is within specifications on the date of the event. There is no indication of a reagent or instrument issue. The investigation reviewed the alarm trace. An abnormal aspiration alarm was present on the date of the event which is an indication of a sample issue. The investigation determined the customer's actions resolved the issue.